Manufacturer narrative:
(B)(4). This report of a system error 2240 alarm was not confirmed and the root cause was not determined. Similar reports have been received for the reported condition. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 4. The technical service representative (tsr) explained the alarm to the home patient (hp), advised to end therapy and to notify his nurse in the morning. The hp asked about the dwell and draining. The tsr instructed the hp to do continuous ambulatory peritoneal dialysis (capd) to complete the drain. The tsr offered assistance to help end therapy and the hp stated he was doing nothing that night except disconnecting and going back to sleep. Proper procedures per the user manual were reviewed with the hp. During a follow up phone call by product surveillance to the hp on (B)(6) 2011 regarding the alarm, it was revealed that the issue was resolved; however, the cause of the alarm remained unknown. The hp verified that there were no loose connections, disconnections or defects on the supplies. The hp stated that they were doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No further information was provided. There was patient involvement. No patient injury or medical intervention was reported.